Event description:
It was reported that the user experienced a low blood glucose of 67 mg/dl after being hyperglycemic earlier in the day and receiving increased insulin doses; the low was treated with oral glucose and the user later announced and ate dinner once glucose returned to a normal range, with glucose subsequently 146 mg/dl and stable. Symptoms included hypoglycemia. Outcomes included transient low glucose with recovery after treatment and no hospitalization. Investigation included troubleshooting and user education by phone. Investigation of this case revealed no device malfunction reported and an unclear cause of hypoglycemia following earlier hyperglycemia and increased insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.